Event description:
The dealer states the seat on the commode cracked in half. No injury. No further information provided. The provider states the order number (B)(4) was with which they purchased the unit.

Manufacturer narrative:
This product was made by invacare at either invamex or aquatec and invacare has chosen to file this report utilizing the invamex cfn/fei registration.